Event description:
Report received from the USA stating that the "rubber was torn on the cord." The reporter stated that the cord was run over by a piece of equipment. The device was not used in surgery. There were no injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been received by anspach. If add'l info is received, a supplemental report will be sent.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition was confirmed. The devices cable and pedal were both found to be damaged. If additional information is received a supplemental report will be sent. Ref: (B)(4).